Event description:
Information was received that during a routine x-ray the rod was found to be broken. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information was provided.

Manufacturer narrative:
Upon return, visual inspection of the returned product confirmed the rod was broken at a solid section at the distal end of the actuator, so the reported failure mode was confirmed. Also, the patient's x-ray images confirmed the reported failure. The type of breakage observed can result from excess stress that was applied as a result of the patient's daily activities and unique anatomical structure. The work order was reviewed and confirmed the device passed all inspections per the acceptance tests. The iqc inspection data for the lot of end cap was reviewed and confirmed the part met design specifications per the engineering drawings. Because the rod met manufacturing specifications assembly, the breakage did not relate to any manufacturing processes or material issues.